Manufacturer narrative:
The company representative confirmed and replicated the reported event. The fluidics module was subsequently replaced to resolve the issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by qa to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. The fluidics module was received for evaluation. A visual assessment of the returned sample revealed, no obvious nonconformity. The fluidics module was installed into a calibrated system and turned on. The sample was tested and found to meet specifications. The returned sample met specification. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the vacuum issues occurred during the phacoemulsification mode of a cataract procedure. The case was completed with no patient harm reported.